Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. The pump replacement was not on the schedule. The representative planned to contact the managing physician.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The pump was returned and analysis was requested. The patient¿s new pump with serial number (B)(4) was administering baclofen with concentration 1,000.0 mcg/ml at a simple continuous dose rate of 200.1 mcg/day as of (B)(6) 2017.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the pump motor gear train and there was a stall due to shaft bearing on the pump motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that per the healthcare provider the patient did come into the clinic and was doing well. Per the healthcare provider she was at the hospital several times for other issues and why she did not act on the pump exchanged. The healthcare provider insisted the patient make the visit in order to deal with the pump. The patient was not in withdrawal. In fact, the pump still showing occasional stalls, but she is in low dose. It was not affecting her spasticity much and the patient still has to change the pump. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 345 mcg/day via an implantable pump for intractable spasticity. It was reported that the pump was alarming every 20 minutes. Logs were run, and [the pump] had been stalling and recovering ¿for ten days.¿ however, logs showed: stopped pump period may exceed tube set occurred on (B)(6) 2017 at 05:53 motor stall recovery occurred on (B)(6) 2017 at 11:32 motor stall occurred on (B)(6) 2017 at 17:30 motor stall recovery occurred on (B)(6) 2017 at 07:11 motor stall occurred on (B)(6) 2017 at 10:03 motor stall recovery occurred on (B)(6) 2017 at 10:10 motor stall occurred on (B)(6) 2017 at 17:51 motor stall recovery occurred on (B)(6) 2017 at 03:48 motor stall occurred on (B)(6) 2017- at 08:57 motor stall recovery occurred on (B)(6) 2017 at 13:04 motor stall occurred on (B)(6) 2017 at 21:28 motor stall recovery occurred on (B)(6) 2017 at 12:29 motor stall occurred on (B)(6) 2017 at 15:19 motor stall recovery occurred on (B)(6) 2017 at 14:04 motor stall occurred on (B)(6) 2017 at 05:44 motor stall recovery occurred on (B)(6) 2017 at 01:53 motor stall occurred on (B)(6) 2017 at 07:21 motor stall recovery occurred on (B)(6) 2017 at 07:35 motor stall occurred on (B)(6) 2017 at 10:09 motor stall recovery occurred on (B)(6) 2017 at 00:45 motor stall occurred on (B)(6) 2017 at 02:23 motor stall recovery occurred on (B)(6) 2017 at 18:53 motor stall occurred on (B)(6) 2017- at 23:47 motor stall recovery occurred on (B)(6) 2017- at 08:54 motor stall occurred on (B)(6) 2017 at 10:56 motor stall recovery occurred on (B)(6) 2017 at 07:07 motor stall occurred [sometime after (B)(6) 2017 at 07:07]. There were no environmental/external/patient factors that may have led or contributed to the issue that the patient could think of. The patient had not had an MRI in over a year. The patient was fine and in good spirits. The only side effect the patient experienced was being a little more stiff in one leg but was now taking 3x/day oral baclofen until the pump was replaced so she would not go into withdrawal. However, it was also reported that the patient¿s status was ¿alive ¿ no injury.¿ the patient was very alert and knew when the pump recovered too. The hcp was sending the patient to a neurosurgeon for the replacement consultation. The manufacturing representative got the impression that it may be another week (from (B)(6) 2017 ) before this would occur. Surgical intervention was planned but had not occurred or been scheduled yet. The issue was not resolved. It was noted that the date of implant was ¿sometime in 2013.¿ the patient¿s medical history was not available. The patient¿s weight was unknown. The pump was going to be sent back to device manufacturer. There were no further complications reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was noted that the hcp tried to give the patient a 25mcg bolus when the pump was in stall mode. The hcp wanted to see if that would get the pump going again.

Event description:
Additional information was received from a manufacturing representative. The pump replacement has not ¿taken place¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative. It was reported that the patient was still on oral [medication], and pump replacement had not been scheduled yet as of last friday (from 2017-(B)(4)).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that replacement had not yet been scheduled, but ¿they were trying.¿ the hcp had not heard anything about a potential surgery date for the patient yet.

Manufacturer narrative:
Corrected information: sex, date of birth . If information is provided in the future, a supplemental report will be issued.